Event description:
It was reported that the foley catheter did not deflate and after a few attempts the provider had to cut at the inflation point. The user tried cutting the end to drain but it did not drain that way. It was also stated that the urologist tried and that did not help. So the user got most of the water out and they ended up having to pull it out unfortunately. It was placed and removed on the same day. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. The root cause was found to be unknown. The failure was caused by the misuse of the product. A potential root cause for this failure mode could be thin rubberize wall which could cause collapse/ pinched inflation lumen under the balloon/along the shaft. The device was returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, and 30cc balloon: use 35cc sterile water. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the foley catheter did not deflate and after a few attempts the provider had to cut at the inflation point. The user tried cutting the end to drain but it did not drain that way. It was also stated that the urologist tried and that did not help. So the user got most of the water out and they ended up having to pull it out unfortunately. It was placed and removed on the same day. No medical intervention was reported.